Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the ventricular assist device (vad) coordinator, the patient was seen in clinic on (B)(6) 2018 for routine visit. Per patient report, one half of the clip on the waist pack was missing and the panel would no longer stay connected putting the controller at risk of falling out of the waist pack. The site decided to remove the pack from service and replace it. The waist pack did not fall nor did the driveline become disconnected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the waist pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that part of the buckle was missing. As a result, the reported event was confirmed. A possible root cause of the reported event can be attributed but not limited to wear and/or handling of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.